Event description:
The reporter stated that they received a cq2015 three piece collamer lens with a torn haptic. No pt contact or injury.

Manufacturer narrative:
H6:evaluation codes: a work order search was performed for the lens. Visual inspection of the returned product showed that one lens haptic is bent and the lens optic is torn next to the lens haptic that is bent. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product a specific root cause of the event could not be determined.